Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2017, (B)(6). Initial notes: customer's wife (B)(6) called to first place an order for supplies but then revealed customer bg has been high ever since (B)(6) . He was 521 and took a bolus. His bg today was 523. Customer is (B)(6) years old, inquired what led up to the complaint. Customer response: customer doesn't know what is causing high bgs. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 521 mg/dl. Patient's current bg: 523 mg/dl. Customer reports the following symptoms related to their high bgs: fatigue. Customer reports they feel okay to t/s. Question - does customer have a back-up plan available? Response: syringes. Inquired if, and how, customer treated for high bgs. Found: used syringes and the pump. Customer reports they have not contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: (B)(6). The set has been changed three times since and the site as well. Inf was last changed: 640am today (B)(6). Adv to d/c at qr. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (slightly indented). Customer is not calling back to perform an hp test. No leaks or air bubbles adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer wishes to check their settings. Question - does customer change site every 2/3 days per IFU guidelines? Response: every three . Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer wishes to check their settings. We checked the settings and his basal rates were set to 0.00. Checked the daily totals and on (B)(6), the basal rates were 0.0 for the day and on (B)(6) they were 4.675. On (B)(6) it reverts back to 12.00 for the next several days going back. Set the basal for .50 per hour so he would get something and advised the wife to check with doctor to see how that should be set up. When checking the bolus wizard the carb ratio at 12am is 50 at 730am it is 18 and 7pm 50 again the sensitivity is 140 bg target is 130-150 and active insulin time is 4. Advised wife to check with doctor to make sure the settings for carb ratio are correct at 50 or should they be 15. Also ask about sensitivity. Customer's outcome pertaining to the complaint: customer took bg and it was coming down to 385. That was with injection. Advised the settings need to be confirmed with the doctor office. Call got disconnected. Ship: nothing / return: nothing